Event description:
In 2008, it was reported to boston scientific corporation, that a procedure using a prolieve thermodilitation kit to treat benign prostatic hyperplasia (bph) was scheduled.according to the complainant, during preparation for the procedure, the cartridge filled, but the catheter would not deflate for placement. The case was rescheduled.reportedly, there was no contact between the patient and the device.

Manufacturer narrative:
A review of the device history record (DHR) was performed on the pertinent lot; no anomalies were noted. The complainant indicated that the device was disposed; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.